Manufacturer narrative:
A sample device was not returned for analysis, the lens remained implanted in the eye. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility reported that, during intraocular lens (iol) implant procedure, it was noticed that the, lens had a bubbly line from the front haptic to the center of the lens. Doctor implanted the lens and it stayed in the patients eye. He stated it would not affect his vision. Additional information was received that, the patient was not hospitalized for the event.